Event description:
The customer reported that the monitor was shutting down suddenly and unexpectedly. There was no report of patient harm during this event.

Manufacturer narrative:
The customer reported that the monitor changed the alarm settings unexpectedly when it shut down spontaneously. While the loss of monitor power was obvious to clinicians, the change in alarm settings may not be obvious and therefore may be a health risk. There was no report of patient harm during this event. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).